Event description:
On (B)(6) 2011, baxter contacted the perioneal dialysis nurse regarding an unrelated issue who stated that the homepatient(hp) had been hospitalized for peritonitis on (B)(6) 2011. The hp's outcome was ongoing at the time of this report. The nurse stated causality was touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of three reports associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot gd880757 with no defects noted during batch review that could be associated with the reported condition. A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. Root cause of the peritonitis is user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.